Event description:
The customer reported that during a partial mastectomy, the pencil activated without a button being pushed and burned the patient. The burn was along the incision and was treated by excising the burned tissue as part of the procedure. The patient is fine and no further treatment was necessary.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample has been requested, but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.